Event description:
Audiology dept. Did an "abr" test (audiology) on newborn girl. Used ten20 conductive an nuprep for 10-15 mins on 3 electrodes sites. Ground electrode site developed "burn" area of 2nd degree with described ctr of 3rd degree. Scab on forehead 1.3 cm by 0.7 cm. Last seen by physician on 9/15/1999. Scab at that time diminishing and scab "seterating".